Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer): "the hospital staff said that ventilation mode changed from pcv+ to spot automatically. We want to know whether it is possible for ventilation mode to change automatically." Health impact. No clinical signs, symptoms or conditions and no health consequences or impact, were reported.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: the reported change in ventilation mode from pcv+ to spont was reviewed. Logfile analysis showed that the mode switch was performed manually by the user on 2024-12-14 at 10:27:04. The hamilton-c6 does not support automatic switching between these modes; such changes require user input. Therefore, the event is attributed to user action. Correction: corrected/updated imdrf codes in section h6.